Event description:
During a CT scan the tip of the hickman catheter came off and migrated. The CT scan was performed at .8ml per second with an extension set lf injector.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.